Manufacturer narrative:
Product ID 39565-65, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ: lead, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product typ: programmer, patient product ID 37092, lot# 239330001, serial#, implanted: 2010 (B)(6), explanted: product typ: accessory. (B)(4).

Event description:
It was reported the patient experienced sharp pains around the implantable neurostimulator (ins), which started within the last week, (B)(6) 2012. He was in the hospital due to his pain being bad. The ins was on.